Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo negative pressure felt high when used in the left atrium. When the physician inserted the sheath into left atrium, the physician felt that a stronger negative pressure than usual was being applied to the sheath. The sheathe was replaced with another new one. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 21-jan-2025, additional information was received indicating there were no error messages observed on the equipment. On 5-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo negative pressure felt high when used in the left atrium. When the physician inserted the sheath into left atrium, the physician felt that a stronger negative pressure than usual was being applied to the sheath. The sheathe was replaced with another new one. The procedure was completed successfully. There were no patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following j&j procedures. Visual analysis revealed several kinks and bents along the shaft, no wires or internal components were exposed. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. The potential cause of the damage cannot be established. The sheath instructions for use (IFU) contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).